Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 03 mar 2020.

Event description:
It was reported that the ventilator blower not powering on when turn on the unit. There was no patient involvement. The customer troubleshot with technical support. The customer found error codes in the ventilator diagnostic logs indicating blower stalled, backup alarm failed, 35 volts supply failed, auxiliary alarm supply failed. The customer was advised to replace the power management (pm) board. The customer reported that replacing the pm board addressed the reported issue.